Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03962. It was reported that the patient experienced ineffective stimulation. The physician discovered that one of the leads appeared to be fractured during a lead revision surgery on (B)(6) 2019. The lead was explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which lead was fractured and was replaced, therefore both leads are being reported on.